Manufacturer narrative:
Issue is currently under investigation.

Event description:
Customer reported that the panorama central station with telemetry had a communication loss which may have affected telemetry monitoring. No patient was reported.